Event description:
It was reported that this lead exhibited noise which could be reproduced in-clinic. As such, a lead integrity issue is suspected. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).